Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the parent reported that the patient had no symptoms. The patient was also not able to eat and drink adequately at that time due to constipation. The parent stated that the blood glucose levels ¿went up and down¿ and were inaccurate. When a fingerstick was taken the cgm reading was 4.2 mmol/l and a blood glucose reading was 7.2 mmol/l. The patient was brought to the hospital, and they found a big deposit of stool in the patient´s stomach. The patient was given restoralax for the constipation and was rehydrated. No route was reported for the hydration therapy. No specific treatment was reported for the diabetes. The parent was advised to change the sensor, which was eventually changed on the 11th of july, and the patient was sent home on the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.